Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer reference 9680001-2016-00031, 3005334138-2016-00017, 3008452825-2016-00039, 3005188751-2016-00028, 2030404-2016-00012. During an atrial fibrillation ablation procedure, a pericardial effusion occurred. The patient became hypotensive during the isolation of the left pulmonary veins and an ice catheter revealed a cardiac tamponade, for which a pericardiocentesis was performed to stabilize the patient. There were no performance issues with sjm devices during the procedure.